Event description:
It was reported that when the programmer was powered up a "sizzling" sound was heard and then a "pop" and the user turned the programmer off. When it was later attempted to power the programmer on it would not. It was further reported that smoke could be seen coming from one of the vents. The programmer, along with two radiofrequency programmer heads which were reported as not working, were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power on, even using a known good power cord and with no radiofrequency programmer heads connected. Analysis also noted that no stylus was returned with the programmer, that the system fan was noisy and that the programmer failed its thermal sensor tests after repair and therefore its link electronic module board was replaced and calibrated and the power cable harness was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head. Product ID: 229047, software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.